Event description:
On (B)(6) 2015, a customer reported an unexpected negative antibody screen tested on a galileo echo.

Manufacturer narrative:
The claim was made by the customer of a missed anti-jka on a galileo echo antibody screen. However, no information was supplied by the customer, so that immucor technical support could perform an investigation. Multiple attempts were made to obtain that information from the customer on (B)(6) 2015, device could not obtain info from the customer.